Event description:
Customer stated that the infusion sets were not adhering to the body. Customer had a emergency room visit due to high blood glucose. Customer was away from home and did not have manual injections. Customer was camping and was sweaty. The blood glucose reading at the time of the event was 365 mg/dl. The blood glucose level was increasing. Hospital treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.